Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 500 mg/dl while wearing the pod for more than 48 hours. The patient stated that she accidentally bumped her arm into the doorway two days earlier on (B)(6) 2025. Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous fluids and an insulin drip. The pod was removed at the hospital, and the cannula was found to be bent. The pod was discarded. The patient was still in the ICU at the time of the report.